Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous heavily calcified lesion in the distal left anterior descending coronary artery. The 2.25x28mm xience alpine stent delivery system (sds) failed to cross the lesion. Resistance was felt with the guide catheter when trying to remove it. After removal of the sds it was observed that the stent was missing. A check of the patient showed no visible sign of the stent implant. A new 2.25x18mm xience alpine sds was advanced; however met resistance inside the guiding catheter. It was thought that the dislodged stent was inside the guiding catheter; however, upon a check of the guiding catheter after removal, the stent implant was not there. The patient was x-rayed again and it was confirmed that the stent was not in the anatomy. A second attempt was made with the same 2.25x18mm xience alpine sds to cross the lesion; however, this too was unsuccessful in treating the lesion. No other attempt was made to treat the lesion. The patient was put on medical management. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.